Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification (diode shorted). Upper and lower cases are broken. Ring cover, two side bail covers, ring and two side bails are missing. Battery release, heart block, lead flex cover, heart wire contacts, and battery drawer are contaminated. Battery contacts are compressed. Keyboard has a cosmetic issue. Lcd (liquid crystal display) is out of specification (segments missing).

Event description:
It was reported there was no ventricular output. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.